Event description:
The complainant reported that after placement of an impella cp, a suction alarm occurred. Troubleshooting was unsuccessful. The impella cp was exchanged and there was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.